Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It was within specifcations for all pressure-flow and preimplantation testing. The valve did not pass the leak test due to a small tear on one side of the delta chamber. Damage of this type is similar to damage that may be caused by contact with a sharp object. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR.

Event description:
The physician felt that the valve was not functioning properly.